Manufacturer narrative:
This is the final report. This case involves a delivery issue and does not involve a product malfunction. No further investigation is required.

Event description:
Customer reported a delivery issue with her replacement freestyle lite meter. Customer also reported experiencing symptoms of sweatiness and dizziness. Customer further reported visiting her doctor who diagnosed customer with severe hyperglycemia and treated with insulin. There was no report of death or permanent impairment associated with this event.